Event description:
It was reported that electrodes 5 and 7 all read as greater than 40,000 ohms when checked against all other electrodes. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n331453, implanted: (B)(6) 2012, product type: accessory. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).